Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that imaging demonstrated two limbs projecting transversely through the medial wall, abutting the outer aspect of the aorta approximately 20 months after implantation. The filter was allegedly found to be tilted during a retrieval attempt. The retrieval attempt was allegedly unsuccessful. It was stated that the physician planned on performing a laparotomy with retrieval of the filter; however, there was no evidence that this procedure was performed within the medical records. Based on the medical records, limb perforation of the ivc, filter tilt, and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition, perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented to physician's office with complaints of acute leg pain for duration of approximately one month and misdiagnosed with sciatica. Patient had a lower extremity duplex scan revealing extensive dvt through iliofemoral and tibial veins. Patient advised to have a mechanical thrombectomy to remove the thrombus. An ivc filter placement was scheduled in anticipation for the mechanical thrombectomies. The patient had an ivc filter placed successfully via the femoral vein. One day post filter deployment, a trellis thrombectomy of the left lower extremity with left lower extremity venography and stenting of the left common iliac segment was performed. Nineteen months post ivc filter deployment, patient presented to physician with complaints of lower abdominal pain for three day duration. CT scan of abdomen and pelvis performed demonstrated two filter limbs perforating the inferior vena cava wall and abutted the outer aspect of the aorta. Patient's physician stated they did not want to remove the ivc filter at the current time. The filter remains implanted. Additional information: an undated operative report was within the patient's medical records which indicated there was an attempt at filter retrieval, but despite multiple attempts, was unsuccessful. The decision was made to leave the filter in place. A completion vena cavagram revealed no evidence of extravasation, no intimal damage and no thrombus. Patient tolerated the procedure well and hemostasis was achieved. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a vena cava filter successfully deployed as a precaution for pending mechanical thrombectomies due to extensive dvt. Approximately 19 months post filter deployment, patient presented to physician with complaints of abdominal pain. A CT scan revealed two filter limbs projecting through the ivc wall and abutting the outer aspect of the aorta. During a filter retrieval procedure, the filter was identified to be tilted with the apex embedded in the ivc wall. Multiple attempts to capture and retrieve the filter were unsuccessful. No other reported attempts were made to remove the vena cava filter.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Medical record review: the patient with history of deep venous thrombosis of the left lower extremity had an inferior vena cava filter placed to perform a thrombectomy procedure. The left popliteal vein was accessed thrombectomy was performed followed by stenting of the left common iliac segment with balloon venoplasty within the stent. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year seven months post filter deployment, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and the filter was identified to be tilted against the caval will. Multiple attempts were made with multiple devices in an attempt to capture the filter without success. The left common femoral vein was accessed and an angioplasty balloon was used to try to reposition the filter. Despite multiple attempts, the filter apex was well embedded within the caval wall. One filter limb was seen extending up after manipulation. The decision was made to conclude the procedure. The sheath was removed and hemostasis was achieved. Approximately three days post attempted filter retrieval procedure, the patient was admitted to the hospital with complaint of postprocedural abdominal pain. CT scan demonstrated the overall orientation of the filter unchanged within the cava with two limbs extending beyond the caval wall and a third limb turned cephalad and directed upward along the aortocaval space. The patient was discharged from the hospital approximately four days post hospital admission. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year seven months post filter deployment, the filter was identified to be tilted against the caval will. Multiple attempts were made with multiple devices in an attempt to capture the filter without success. One filter limb was seen extending up after manipulation. Approximately three days post attempted filter retrieval procedure, CT scan demonstrated the overall orientation of the filter unchanged within the cava with two limbs extending beyond the caval wall and a third limb turned cephalad and directed upward along the aortocaval space. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter, perforation of the ivc wall, material deformation, and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. (B)(4).

Event description:
It was reported that the patient had a vena cava filter successfully deployed as a precaution for pending mechanical thrombectomies due to extensive dvt. Approximately 19 months post filter deployment, patient presented to physician with complaints of abdominal pain. A CT scan revealed two filter limbs projecting through the ivc wall and abutting the outer aspect of the aorta. During a filter retrieval procedure, the filter was identified to be tilted with the apex embedded in the ivc wall. Multiple attempts to capture and retrieve the filter were unsuccessful. No other reported attempts were made to remove the vena cava filter. New information received: it was reported approximately one year seven months post vena cava filter deployment, during scheduled filter retrieval, the filter was identified to be tilted. Multiple devices were used in an attempt to retrieve the filter; however, the attempts were unsuccessful. One filter limb was extending cephalad and the decision was made to conclude the procedure. Approximately three days post attempted filter retrieval, the patient was admitted to the hospital with complaint of abdominal pain. CT scan demonstrated the overall orientation of the filter unchanged with two filter limbs extending beyond the caval wall. The patient was discharged from the hospital approximately four days post hospital admission. After an unknown amount of time post filter deployment, allegedly three more unsuccessful percutaneous filter retrieval procedures were performed. The patient alleges to experience abdominal pain.